Event description:
Customer reported a malfunction alarm with code malf 12, and prior events did not occur before the problem. The customer experienced an elevated blood glucose (bg) level. Reportedly, the customer's continuous glucose monitor read "high"; however, a specific bg value was not provided. A manual insulin injection was administered to address the high bg. Customer planned to use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery continued. Technical support arranged to replace the pump and instructed the customer on how to put the pump in storage mode before sending it back. Additionally, the customer was informed to return the faulty pump using a prepaid label within ten days.